Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the (intermittent catheter labeling ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that four or five of the gel packs in the ¿magic go 3¿ were dry. No medical intervention was reported.